Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation. The skin irritation was described as an open sore with peeling skin and drainage. The patient's nurse applied a bandage to the skin irritation. There is no alleged deficiency. Follow up was completed and the skin irritation was improved.